Manufacturer narrative:
(B)(4). Device UDI. Lot/serial: (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses featuring c3 delivery system. Trunk-ipsilateral leg and contralateral leg components were deployed successfully, and the physician elected to implant an aortic extender component (pla280300j/14349742). During deployment of the aortic extender component, it moved proximally (distance is unknown), unintentionally covering the left renal artery. Ballooning was performed and a stent was implanted in the left renal artery. Blood flow to the renal artery was maintained. The patient tolerated the procedure. It was reported that the aortic extender component was placed under digital subtraction angiography (dsa). It was likely that the aortic extender component was pushed up when the dsa was switched off once prior to deployment.